Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm 2800tfx aortic valve implanted for 11 years and 6 months underwent a valve-in-valve procedure due to stenosis. The procedure was performed successfully with a 20mm 9750tfx transcatheter valve. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted or upon completion of the investigation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with unknown surgical valve and unknown implant duration underwent a valve in valve procedure due to unknown reasons.